Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) has loss all the wave forms, audible alarm. No patient harm.

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) arrived onsite and was able to perform clinical pumping using test equipment with no issues or errors. Logs indicate fault code 111 and 112 executive board replacement. Removed and replaced exec board (0670-00-0770) as required do to errors. Loaded software b.17 onto new exec board. Completed repair with all functional and safety tests per manufacturer specifications.